Event description:
On 6/13/2023, it was reported by a sales representative via email that an ar-1588btb-2j tightrope ii btb was faulty. This was discovered during an auto btb aclr procedure on (B)(6), 2023. Additional information received on 6/15/2023: the sales representative reported that the passing wire from an ar-1588btb-2j tightrope ii btb was not fused and appeared to be cut. This was discovered while loading the implant into the card. The case was completed using another ar-1588btb-2j tightrope ii btb.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.